Event description:
It was reported that externalized conductors were observed via fluoroscopy. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported insulation abrasion observed from the field was confirmed. Internal insulation abrasions were found at 10.0 to 11.5cm and 11.0 to 12.0cm from the distal tip. The re and rv conductors etfe coating was intact at both locations.